Event description:
It was reported that in (B)(6) 2010, the temple site of the head which the lead was implanted was infected and could not be closed up. Additional information received reported that it was unknown if a culture was done. It was noted that the patient outcome was unobtainable.

Manufacturer narrative:
Product ID: neu_leadcap_acc, lot# unknown, product type: accessory. Product ID: neu_ unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).